Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient's x-ray was reviewed and they were advised to go to the emergency room due to a large, left pneumothorax. The patient was re-admitted and had a chest tube placed. The patient was discharged the following day. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.